Manufacturer narrative:
Additional patient identifier: (B)(6). Patient age or date of birth, gender, and weight not available for reporting. (B)(4), lot number unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient passed away on (B)(6) 2017, a few hours after a retrograde nail surgery in the post-anesthesia care unit (pacu). The retrograde nail surgery went as planned with no reported complications and no delay in surgery. Patient had unknown complications recovering from anesthesia. Patient was obese. This report is for one (1) 6.0mm locking screw with t25 stardrive for im nails this is report 4 of 5 for com-(B)(4).